Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a black fragment and a clear component. Visual inspection confirmed the complainant¿s experience of shield dislodgment and fragmented septum. The returned black fragment matched the missing portion of the septum, an internal rubber component of the seal. The clear component was identified to be the shield, an internal plastic component of the seal. Based on the condition of the returned unit and description of the event, it is likely that the dislodged shield was caused by the non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical has performed a historical trend analysis and review of production records, and no relevant documentations were identified.

Event description:
Procedure performed: robotic pulmonary lobectomy. Event description: complaint 1 of 2 - (B)(4) [batch ID: 2027111-20250210093621]. Complaint 2 of 2 - (B)(4) [batch ID: 2027111-20250210093754]. [Translation] during a robotic pulmonary lobectomy in room 1 of the general ward, the internal reducing valve of the internal reducing valve of the 15 mm trocar on repeated passage of the instruments, on 2 occasions (2 trocars used from 2 different batches). Disconnection of the valve components from the 1st trocar, part of which fell into the thoracic cavity. Search for the part of the valve from the 1st trocar used that fell into the thoracic cavity. 2nd trocar valve before disconnecting its components. Actions taken in the care facility to manage the patient: find the valve that has fallen into the patient's thorax and removal. Type of intervention: removed the valve. Patient status: patient is ok.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: robotic pulmonary lobectomy. Event description: complaint 1 of 2 - (B)(4). Complaint 2 of 2 - (B)(4). [Translation] during a robotic pulmonary lobectomy in room 1 of the general ward, the internal reducing valve of the the internal reducing valve of the 15 mm trocar on repeated passage of the instruments, on 2 occasions (2 trocars used from 2 different batches). Disconnection of the valve components from the 1st trocar, part of which fell into the thoracic cavity. Search for the part of the valve from the 1st trocar used that fell into the thoracic cavity. 2nd trocar valve before disconnecting its components. Actions taken in the care facility to manage the patient: find the valve that has fallen into the patient's thorax and removal. Type of intervention: removed the valve. Patient status: patient is ok.